Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% in-stent restenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 3.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3.50mmx15mm non-bsc balloon catheter. No patient complications were reported.